Event description:
As reported by the user facility through medwatch # (B)(4): pt rec'd a spinal anesthetic for a scheduled elective c-section. It was noted the needle had broken off. Post c-section x-rays confirmed retained needle at l-3/l-4. After delivery, surgeon went in and retrieved the needle. No pt harm in the long run.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report # (B)(4). Multiple f/u attempts to the facility to obtain add'l info were unsuccessful. The actual device involved in the reported incident was not returned for eval. W/o the actual sample, a thorough eval could not be performed and no specific conclusions can be drawn. However, incidents of this nature have generally been attributed to the needle being subjected to some type of trauma during use that stresses the device beyond its design capabilities. No adverse quality trends of this nature were identified during the complaint review process for the product catalog number identified in the reported event. There are no other reports of this nature against the reported lot number. Review of the nonconforming lot report database performed for the reported lot number did not reveal any abnormalities or nonconformance of this nature noted during in-process or final product inspection. All available info has been forwarded to the device MFR of the needle. If add'l pertinent info becomes available, a f/u report will be filed.